Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil unintentionally detached within the microcatheter. The physician was able to retrieve the ruby coil from the microcatheter without an issue and continue the procedure. It is unknown if there was an adverse effect to the patient. Please note that the manufacturer has requested additional information from the customer; however, no additional information has been obtained.